Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The lesion being treated was in the left anterior descending (lad) artery. The physician had already placed two taxus express2 8.8% drug eluting stents (one in the cx and one in the lad). The physician then placed a second stent in the lad. The taxus express2 8.8% 3.5 x 16 mm drug eluting stent was deployed at 12atms and the balloon deflated. The physician decided to post dilate using the delivery balloon and reinflated the balloon to 12atms. Upon attempting deflation, the balloon would not deflate. The physician made two attempts to deflate the balloon by pulling negative with the encore indeflator, and two attempts with a 30 cc syringe; neither of which deflated the balloon. The physician then took a scalpel and cut the catheter shaft outside of the pt's body which allowed the balloon to slowly deflate. The balloon was inflated for 4 minutes. During the time while the balloon was inflated the pt experienced sustained runs of v-tach and was experiencing mild chest pain. Once the balloon was deflated, the runs of v-tach resolved. There were no other pt complications. The final pt status has been reported as "fine."